Manufacturer narrative:
On 5th july 2023 getinge became aware of an issue with one of our equipments - xhs0. As it was stated, a part of the handle detached and fell down. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the detachment between aluminum cylinder and the handle support is probably due to mechanical shocks, collisions, or excessive efforts. To prevent any similar incident. - during the manufacturing the parts are degreased. - the quantity of the instant adhesive gel deposited is checked. - the adhesive bonding is checked by manual traction during the manufacturing. - the instruction for use mentions to check the condition of the sterilizable handle. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 08/11/2022. Corrected h4 device manufacture date: 08/12/2022.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1a initial reporter: e1b event site name: e1c event site address: e1h event site postal code: (B)(6).

Event description:
On 5th july 2023 getinge became aware of an issue with one of our equipments - xhs0. As it was stated, a part of the handle detached and fell down. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.